Event description:
It was reported to philips that the ac module for the device failed to charge the installed battery and was making a humming noise. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.